Manufacturer narrative:
The suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received. This report has been submitted by the importer under this MDR report number 2429304-2023-00405.

Event description:
The customer reported to olympus that the thunderbeat 5 mm, 35 cm, front-actuated grip type s jaws broke during a laparoscopic hysterectomy and had loss of grasping function due to damage of the grasping part. The jaw fell probably in the vagina and was retrieved. The procedure was completed with another device. There were no patient issues, serious deterioration of the patient's heath, or complications reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Based on the results of the investigation and past investigation results, it is likely the probe broke which led to recovery of the subject device occurred due to one of the following mechanisms described below: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. However, a specific root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad."

Manufacturer narrative:
This report is being supplemented to provide the device evaluation results. Please see updates to d4, d9, h3, h6, and h10. The device was attached to an electrosurgical generator and a probe check was performed. The device failed the probe check and generated error codes u512 and u509 indicating output failure. Both switches were checked and were found functional. A visual inspection on the received condition was performed on the device and some tissue build up was noted. The teflon pad was inspected and found it has normal wear, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope. The probe detached from the missing portion was returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, it was determined that the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation.

Manufacturer narrative:
This report is being submitted to provide the legal manufacturer's final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, the broken probe was likely due to the following mechanisms: mechanism #1 1. Hard tissue, a metal object or a surgical instrument had been in contact with the probe during the output activation in seal & cut mode causing scratches on the probe. 2. The device was activated in seal & cut mode or while the grasping section was grasping tissue. This applied force to the scratched area of the grasping section, causing this area to crack. 3. A force was applied to the probe causing it to break. Mechanism #2 1. Grasping section was closed without grasping anything while the device was activating in seal & cut mode (this includes after tissue resection) causing the tissue pad to wear out. 2. Since the tissue pad was worn out, the non-insulated area of the grasping section and the distal end of the probe came into contact. 3. The output was activated in seal & cut mode in the state of description stated above. Therefore, scratches (contact marks) were made on the distal end of the probe and the grasping section, indicating that they encountered each other. 4. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied force to the scratched area of the grasping section, causing this area to crack. 5. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ this supplemental report includes a correction to g2 to provide information inadvertently not included in the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.